Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary cubie drawer 6.1 & 6.2 and device was not detected on bus. A field service engineer found auxiliary drawers 6.1 and 6.2 were off bus. Replaced the drawer controller board for both drawers and replaced the open/close sensors. Discovered debris under the cubie in row a, which was removed. After service, both drawers were restored to normal functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station drawer multiple cubies were failed and it was not detected on bus. The customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.